Manufacturer narrative:
Involved device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) gmbh received a report that the s5 roller pump displayed an error message during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) gmbh received a report that the s5 roller pump displayed an error message during a procedure. There was no report of patient injury.